Manufacturer narrative:
The device was returned for evaluation and repair. Replaced the main board and the relay board. The unit was subjected to full factory testing and found to be functioning properly prior to returning to customer. The root cause was a component failure. If any additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
The device has been returned, and it was sent out for evaluation and repair. The investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "it just stopped working. Tried new pencil and checked all the cords, but it would not work. The lights come on but no cautery."